Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. Two photographs were provided which showed no damage to the product and no leakage. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient¿s backpack was wet with total parenteral nutrition (tpn), but the patient could not see any leaks. The tubing was checked by the pharmacy and there were no signs of cracks, holes, or leaks. Following connection to a pump, leaking was observed from under the cover attached to the pump approximately 10-15 minutes after start-up. The tubing was removed from the bag. Per the reporter, there were no adverse patient effects.